Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver did not took the charge and failed to boot up. The receiver case was opened for internal visual inspection and it passed. The receiver battery was replaced with a known good battery and then it did took the charge and booted up. The receiver log was downloaded and reviewed. A review of the data log showed that the patient was in a session at the time of issue and did not recovered. The functional test could not performed due to receiver having been opened. After the known good battery was replaced with original battery, the receiver no longer turned on. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a bad receiver battery. It was reported that the patient used an alternate battery charger. Dexcom labeling indicates: use only dexcom-supplied parts (including cables and chargers).